Manufacturer narrative:
Medtronic rep stated the issue with acquiring a second image is still persisting. Investigation still in progress.

Event description:
Site reported that they were unable to acquire a lateral image in the fluoronav application with the s7 system. The empty image was acquired but the quality wasn't ideal. They took numerous different lateral images without success, the surgeon opted to discontinue navigation. No impact on pt outcome reported.